Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited fluid loss causing difficulty inflating the device. It was noted that there was a rupture of the cylinders. A surgical procedure was performed wherein the device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited fluid loss causing difficulty inflating the device. It was noted that there was a rupture of the cylinders. No surgical procedure was performed. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited fluid loss causing difficulty inflating the device. It was noted that there was a rupture of the cylinders. As a result, the device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field d6a: implant date

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited fluid loss causing difficulty inflating the device. It was noted that there was a rupture of the cylinders. As a result, the device was explanted and replaced. There were no patient complications reported.